Event description:
A customer observed condition codes on results produced from two assays while using the vitros 250 chemistry analyzer. It was later determined that two reagent cartridges were mis-identified. No biased results were produced, however, if the event were to recur undetected, biased results may occur and may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The customer experienced codes when processing multiple patient samples for ca using the vitros 250 chemistry system. The investigation determined that a bun reagent cartridge was loaded and manually mis-identified as a ca reagent cartridge. The customer loaded a calcium reagent cartridge, reprocessed the affected samples and expected results were obtained. There was no allegation of patient harm and no malfunction of the vitros 250 chemistry system. The root cause for the event was user error while manually loading and identifying the reagent cartridge.